Manufacturer narrative:
The returned device was evaluated. Visual inspection revealed a broken screw post. During evaluation the unit was able to power on, however, it was verified that a defective led segment d16 caused the led segment to not illuminate on the display. The led board was replaced and the unit functioned as designed.

Event description:
It was reported that one led segment is missing from the top level, middle led, bottom right of the display. No known impact or consequence to patient.